Event description:
It was reported to philips the proximal pressure sensor autozero failed. There was no patient involvement or harm. This event was reported to have occurred outside of clinical use. The authorized service provider (asp) confirmed and duplicated the reported issue. When the device is powered on, an error is reported. After reconnecting the power cord, the device was turned on and the fault remained. Following the evaluation of the device, the asp replaced the data acquisition printed circuit board assembly (da pcba) to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. Based on the information provided and service performed, the customers alleged malfunction was confirmed to have failed to meet specifications.

Manufacturer narrative:
Reporting institution name: (B)(6). Reporting address line : (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).